Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude. The presenting electrogram showed noise on the atrial channel that was sensed and led to mode switching to atrial tachy response. Technical services recommended in-clinic assessment of the atrial lead (non-boston scientific product). The pacemaker remains in service and no adverse patient effects were reported. It was additionally reported that lead safety switch of the pacemaker was triggered due to low out-of-range atrial pace impedance. Noise also persisted on the atrial channel with the unipolar pacing and bipolar sensing settings. The right ventricular (rv) threshold had increased to 2.3 v at 0.4 ms, though no rv noise was observed. The minute ventilation feature was programmed to the ventricle only. It was planned to continue discussions with the physician regarding plans for the atrial lead. The pacemaker remains in service.

Event description:
It was reported that the pacemaker alerted due to low atrial intrinsic amplitude. The presenting electrogram showed noise on the atrial channel that was sensed and led to mode switching to atrial tachy response. Technical services recommended in-clinic assessment of the atrial lead (non-boston scientific product). The pacemaker remains in service and no adverse patient effects were reported.